Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma late onset is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swelling, fluid accumulation in the left breast laterally/below."

Event description:
Patient reported left side "swelling, fluid accumulation in the left breast laterally/below". The status of the device is unknown.